Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during set up for an arthroscopic surgery, the "spider 2 tenet" was not holding any positions because there was a loss of traction and it was making a loud ticking sound and also a humming noise. The procedure was successfully completed without significant delay by changing the surgical technique since the medical assistant had to hold the arm. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The device was received pressurized. A functional evaluation was conducted. The device continuously tries to pressurize. The piston migration was at 3.07 inches. The device is depleted of oil. The complaints were confirmed and the root cause has been determined to be a seal failure. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. It is recommended that the spider 2 IFU be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings. No containment or corrective actions are recommended at this time.